Manufacturer narrative:
The reported field event of a longevity estimation anomaly was confirmed in the laboratory via review of the device image and was due to a programmer software issue. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the reported longevity estimation anomaly was a programmer software anomaly that caused an overestimation during the mid-life of the battery.

Event description:
It was reported that a longevity estimation anomaly was observed. The device was not close to eri, but the physician elected to explant and replace the device. Patient condition was normal after the event.

Manufacturer narrative:
Correction: added PMA/510(k) #